Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) was 236¿800 mg/dl with high ketones. Elevated blood glucose was addressed by a correction bolus via pump. Customer went to the emergency room and was subsequently hospitalized for diabetic ketoacidosis. Multiple attempts were made by technical support to follow up with the customer for additional information regarding hospitalization, but no response was received.